Event description:
The customer contacted stryker to report that their device was dropped and had physical damage. Upon initial evaluation of the device and repair of the device's front case, it was reported that the device's display was still not working. In this state, the need for therapy could not be determined, if it were needed.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was dropped and had physical damage. Upon initial evaluation of the device and repair of the device's front case, it was reported that the device's display was still not working. In this state, the need for therapy could not be determined, if it were needed.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker replaced the device's user interface pcb (ui pcb) to resolve the reported issue. Stryker determined the cause of the reported issue was a shorted capacitor c181 component on the printed circuit board on the ui pcb.